Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump, assisted the caller in doing so, and instructed the customer to continue using the pump while advising them to call back if the malfunction code appeared again. The customer understood and acknowledged the instructions.